Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had power loss alarm. Customer was able to successfully clear the alarm and was able to rewind the insulin pump. Customer had received multiple power loss alarms when batteries were out of the insulin pump less than 10 minutes and customer was changing the batteries same error was persist. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.